Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of error b30 could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6). The device was returned to olympus for evaluation and customer allegation was not confirmed. The device evaluation revealed the bottom chassis, front panel chassis, and rear panel were rusted. Also, the hexagon wrench was missing, the worn socket slider switch caused intermittent use of high intensity mode and corrosion was found inside scope socket tubing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, a b30 (scope communication error) occurred on the evis exera iii xenon light source. This occurred during preparation for use for a therapeutic procedure. There were no reports of patient harm or impact associated with this event.